Event description:
It was reported by the patient that when the remote monitor does not respond to the start button. The power light was on but the monitor would not start the session for a transmission. A new power cord is being sent to the patient. No patient complications were reported as a result of this event. The patient later received the new power cord and the power button on the monitor was still unresponsive. The monitor was later returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that there was liquid ingress on the printed circuit board assembly and the monitor was unable to power up.

Event description:
It was reported by the patient that the previously working remote monitor did not respond to the start button. The power light was on but the monitor would not start the session for a transmission. A new power cord was sent to the patient and the power button was still unresponsive. The monitor was to be returned. No patient complications were reported as a result of this event.